Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, it was noted that the incorrect product was received. No known consequence or impact to the patient. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 13, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 4114, 3331, 4246, 4308) type of investigation #1: 4114 ¿ device not returned. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4246- transport/ storage problem identified. Investigation conclusions: 4308- cause traced to transport/storage. A photo was provided that confirmed that the product received was fx25rec. The sales representative confirmed that the hospital usually orders the west product. The root cause for this event is associate error at the distribution center during the picking / shipping process. A supplier notification was sent to the distribution center regarding this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The oxygenator arterial outlet was facing the wrong direction.

Manufacturer narrative:
UDI related data quality updates only. D1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).